Manufacturer narrative:
The customer reported, while performing a CT brain with contrast enhancement procedure on a patient, a recognizable dark spot artifact appeared on every fourth image. No misrepresentation occurred as a result of the artifacts. The philips field service engineer (fse) went to the site, performed a physics analysis and inspected the a-plane collimator. The fse determined the artifact was due to a cracked compensator within the a-plane collimator. The fse confirmed there was no impact to the patient as a result of this issue. The fse replaced the a plane collimator and re-calibrated the system to resolve the issue. The system is operational and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Internal cross reference: (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.